Event description:
Device distributor reported on behalf of home care user that when the user was removing the device from use, a portion of the device's cannula appeared to have broken off. The home care user is unsure if a portion of the cannula remains under their skin. No adverse effects to the patient have been reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.